Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient was outside all day without a shirt and last night he went to charge his implant and inside of the incision area felt hot when he was charging. The patient asked if he should be in direct sunlight or not and if sunlight affects his implants. The patient confirmed that the recharger therapy monitor (rtm) is not getting hot. No further complications were reported. No additional patient symptoms were reported.